Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the receiver displayed an out of range signal that lasted for around 13 hours on (B)(6) 2014. Dexcom has issued an rga for patient to return the device to be investigated.

Manufacturer narrative:
(B)(4). Complaint device was returned to dexcom and evaluated. The reported failure was not confirmed and no failure detected.